Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was not getting insulin and they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 800 mg/dl. The customer treated their high blood glucose with manual shifts and insulin pump. The customer was wearing insulin pump during hospitalization and customer took the insulin pump off at the time when they admitted. The customer reported that no insulin was came out. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08805 inches. No under delivery anomalies or unexpected no delivery alarms noted. Unit was received with the no delivery alarm functioning properly. Unit was received with cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratches on lcd window.